Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation in her left side fingers and forearm (date of event unknown) . Reprogramming was able to resolve the issue at time, however, it recurred. A sjm representative tried reprogramming multiple times to provide coverage but was unsuccessful. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient was trialed on (B)(6) 2015 with an additional lead which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the trial was successful. The patient underwent surgical intervention where one of the leads was explanted and replaced with a new one to mirror the trialed lead.